Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "early head penetration into cemented hylamer ogee socket" written by toshiki iwase, md, hideki warashina, md, ken-ichi yamauchi, md, syo sugiura, md, and yukiharu hasegawa, md published by the journal of arthroplasty vol. 18 no. 7 2003 accepted for publishing 22 april 2003 was reviewed for MDR reportability. The article's purpose: "this study was undertaken to investigate the early penetration rate and radiographic results in cemented primary total hip arthroplasty using the cemented hylamer acetabular ogee socket." Data was compiled from 19 hips (19 patients) implanted between may 1996 and march 1998 utilizing depuy products of hylamer ogee acetabular component, cemented elite plus stem. Although not stated, it is reasonable to assume the femoral head was also depuy. No indication given regarding cement product. Adverse events: aseptic loosening of femoral stem components treated with revision, acetabular migration with osteolysis treated with revision. No indication of debris.